Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. The retain testing was unable to review as strips expired on 28 feb 21. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained higher reading when using testing strips on the adc freestyle libre reader compared to a lab test. On (B)(6)2021, the customer experienced weakness and confusion and was unable to treat themselves. Hcp contact was made and lab test of 60 mg/dl was obtained after 1 hour and the customer was provided a glucose injection by an hcp for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event. Additional information provided: a built-in meter result of 120 mg/dl as compared to a lab test of 20 mg/dl. When plotted on the parkes error grid, a built-in reader test result of 120 mg/dl compared to a laboratory result of 20 mg/dl falls into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained higher reading when using testing strips on the adc freestyle libre reader compared to a lab test. On (B)(6) 2021, the customer experienced weakness and confusion and was unable to treat themselves. Hcp contact was made and lab test of 60 mg/dl was obtained after 1 hour and the customer was provided a glucose injection by an hcp for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event. Additional information provided: a built-in meter result of 120 mg/dl as compared to a lab test of 20 mg/dl. When plotted on the parkes error grid, a built-in reader test result of 120 mg/dl compared to a laboratory result of 20 mg/dl falls into the "d" zone, showing the difference in values to be clinically significant.